Event description:
"Rified." Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: mobility and inflammation. No further patient complications were reported.